Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR number 1225714-2014-00943.

Manufacturer narrative:
Further attempts were made to obtain complete complaint details and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products; associated MDR # 1225714-2014-00943 and 1225714-2014-00944.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.